Manufacturer narrative:
E1: complete establishment name is added here due to limited character space: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the withdrawing the colonovideoscope in a diagnostic colonoscopy procedure hematoma in the splenic flexure and sigmoid colon till the anal canal was observed. Another procedure after a few days was conducted using the same device and a hematoma and the splenic flexure was observed when withdrawing the endoscope. There was no delay in completing the procedure. Procedure was able to be completed with the same device. No additional intervention was required, however the patient was hospitalized and monitored for possible risk of bleeding. The patient is ¿under regular clinical and analytical controls¿.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and documented as returned under related record (patient identifier #(B)(6). The following non-reportable device defects likely contributed to the event: plastic distal end cover (c-cover), charge-coupled device (ccd) cover lens, light guide lens (lg-lens), and the bending section cover (a-rubber) were cracked and sharp-edged. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it was identified that the user used a sharp-edged device (with a damaged insertion section) during the procedure. Therefore, the device likely damaged the patient¿s colon. It was determined that the user had an insufficient understanding of the instructions for use (IFU) which outlines device inspection prior to use. However, the root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿chapter 3: preparation and inspection - warning using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage.¿ ¿chapter 3: preparation and inspection 3.3 inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ ¿inspect the objective lens and light guide lens at the distal end of the endoscope¿s insertion section for scratches, cracks, stains, gaps around the lens, or other irregularities.¿ although the subject device was documented as returned under related record (patient identifier #c24121639), this supplemental includes a correction to d9 and h3 to accurately report the device return/evaluation. Olympus will continue to monitor field performance for this device.